Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional also reported "particles in valve" and "tissue growing around valve". The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, black particles, broken plug strap, crease fold, and non-penetrating nicks. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp edge opening on posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on posterior due to an unidentified (tear) opening, and a broken striated edge on plug strap side due to surgical damage.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.